Event description:
It was reported that during a selenia dimensions procedure, there was an unexpected motion of the tube head at the commencement of exposure, due to stuck switches. The tech activated the emergency button and stopped the procedure and called service. No patient injury reported and no staff injury reported. A field engineer examined the equipment and determined that the x-ray switch required replacement and replaced it and now the unit is working accordantly to manufacturer´s specifications. No other information is available.